Event description:
It was reported that when attempting to remove a ureteral stent during a scheduled removal, the doctor was unable to remove stent. Fluroscopy was performed and it appeared that a knot had formed in the stent. The patient was sent home and returned later for an eswl procedure followed by an unsuccessful percutaneous attempt to remove the stent. The patient was sent to another facility where the stent was successfully removed from the patient. No further complications were reported.